Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any confirmation test". The patient's concurrent conditions included overweight and gallbladder operation since (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced teratoma ("tumor/teratoma/cancer - type :teratoma"). On (B)(6) 2016, 5 years 11 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine and fatigue was resolving and the abdominal pain, vulvovaginal pain, mood swings, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and teratoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, teratoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the implants were noted to be in proper position with approximately 5 coils noted visibly bilaterally and the pet fibers not visible bilaterally. She tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. On (B)(6) 2016 patient had surgical pathology report reported in final diagnosis-uterus and cervix with bilateral tubes- proliferative endometrium , negative for hyperplasia and malignancy , adenomyosis , unremarkable cervix , two separate fallopian tube segments , essure wires present in each cornu. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: pfs received- new event she did not undergo any confirmation test added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('heavy abnormal bleeding') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any confirmation test". The patient's concurrent conditions included gallbladder operation since october 2013, overweight, ovarian neoplasm, dysfunctional uterine bleeding, uterine bleeding and dermoid cyst. Concomitant products included morphine. On (B)(6) 2010, the patient had essure inserted. In august 2010, the patient experienced nausea ("nausea"). In september 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In october 2010, the patient was found to have weight increased ("weight gain"). In november 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient was found to have teratoma ("tumor/teratoma/cancer - type :teratoma"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, vaginal discharge and fatigue was resolving and the abdominal pain, vulvovaginal pain, mood swings, headache, nausea, dyspareunia, weight increased and teratoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, teratoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the implants were noted to be in proper position with approximately 5 coils noted visibly bilaterally and the pet fibers not visible bilaterally.she tolerated procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Pathology test - on 10-aug-2016: patient had surgical pathology report reported in final diagnosis-uterus and cervix with bilateral tubes- proliferative endometrium , negative for hyperplasia and malignancy , adenomyosis , unremarkable cervix , two separate fallopian tube segments , essure wires present in each cornu.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-may-2019: plaintiff fact sheet received. Event outcome was updated for the event: cramping and vaginal discharge. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and gallbladder operation since (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, 5 years 11 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and teratoma ("teratoma"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine and fatigue was resolving and the abdominal pain, vulvovaginal pain, mood swings, headache, nausea, dysmenorrhoea, dyspareunia, teratoma, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, teratoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the implants were noted to be in proper position with approximately 5 coils noted visibly bilaterally and the pet fibers not visible bilaterally.she tolerated procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. On (B)(6) 2016 patient had surgical pathology report reported in final diagnosis-uterus and cervix with bilateral tubes- proliferative endometrium , negative for hyperplasia and malignancy , adenomyosis , unremarkable cervix , two separate fallopian tube segments , essure wires present in each cornu. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs+mr received: reporter added, concomiatant condition added. Event added as: mood swings, abnormal bleeding (vaginal, menorrhagia), migraines, headaches, nausea, dysmenorrhea (cramping), teratoma, pain, vaginal discharge, fatigue and weight gain. Hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes) added as treatment of pelvic pain. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.